Event description:
A healthcare facility in dallas reported that the audible alarm of an mr850 respiratory humidifier was not functioning. This was identified during maintenance testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section h11: the pcb from the subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.